Event description:
Site reported the light adjustable lens was explanted from the patient's eye as the desired refractive outcome was not achieved after light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on 12/29/2021.

Manufacturer narrative:
Site reported the light adjustable lens was explanted from the patient's eye as the desired refractive outcome was not achieved after light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on 12/29/2021. Device history record for the lens was reviewed. No issues were noted. The lens was not saved after explant. The site discarded the lens.